Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urological/gynecological. According to the reporter: the pt underwent treatment for pelvic organ prolapse. The pt has experienced pain, injury and has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received,as per pfs, "patient had constant bladder infections, groin and pelvic area pain,bladder infections during (B)(6) 2008- (B)(6) 2011".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedure type: urological/gynecological . The patient has experienced pain, injury and has undergone and will undergo corrective surgery or surgeries. Pre-implant pelvic floor conditions:1978: underwent total abdominal hysterectomy with bilateral salpingo-oophorectomy in 2008: patient presents through dr. (B)(6)¿s office for a total vaginal vault prolapse. The patient relates that she has ¿something falling out¿. On exam, gaping of the introitus approximately 4 cm across. Narrowing of the labia majora and minora folds, the mons pubis, clitoris, prepuce hood are all consistent with patient¿s age with declining estrogen level. Valsalva maneuver, the patient has a grade iii enterocele with corresponding cystocele and rectocele being present. Bilateral paravaginal defects are present. Sterile speculum examination shows declining estrogen effects of vaginal mucosa. There was absence of uterus and cervix. Impressions: complete vaginal vault prolapse with associated cystocele, rectocele and enterocele and bilateral paravaginal defects. Plan to perform an anterior or posterior colporrhaphy and enterocele repair with mesh. High uterosacral suspension. The reason for mesh implantation: total vaginal vault prolapse, rectocele, cystocele .procedure (s) performed: an anterior and posterior repair with pelvicol and pelvisoft mesh, sacral spinous fixation of the vaginal apex and cystoscopy. Complications in 2008 ¿ underwent an anterior and posterior repair with pelvicol and pelvisoft mesh, sacral spinous fixation of the vaginal apex and cystoscopy under general anesthesia complications post pelvisoft and pelvicol placement: in 2012 - ethibond suture being discernible under the epithelium of the trigonal area ¿ scheduled bilateral sacrospinous ligament fixation . Interventional surgery details: in 2012 ¿ underwent bilateral sacrospinous ligament fixation for cystocele and enterocele under general endotracheal anesthesia. Concomitant therapy: pelvisoft acellular collagen biomesh